Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) detected false bradycardia episodes due to undersensing. It was further reported that the device experienced undersensing during pause episodes and oversensing during atrial fibrillation (af) episodes. The icm remains in use. No patient complications have been reported as a result of this event.